Event description:
The customer reported inaccurately low blood glucose readings with test strips. She opened the bottle of test strips approx 1 wk ago and immediately obtained readings in the 20-30 mg/dl range. She did not have any hypoglycemic symptoms, so she performed a side by side comparison. The result with a strip was 188 mg/dl and the result with a test strips was 22 mg/dl. The code was set correctly for all tests. The desiccant is in the bottle of device. The customer does not have any normal control solution. She stated that her dr tests her meter for accuracy every month and it always checks within range. She keeps her test strips on a dresser in her bedroom.